Event description:
It was reported that the patient was not feeling well for a few days and had to go to the emergency room (ER). The device was reprogrammed and remains in use. Technical support (ts) explained to the patient's wife about device programming and how to determine if an alert transmission was sent on a carealert set-up. No patient complications have been reported as a result of this event. Attempts to get more information were unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.